Event description:
Hosp states that unit will not build pressure. Service agent reports no complaint of pt injury from reporting facility.

Manufacturer narrative:
The internal spring appears to have slipped over the edge of the delrin washer causing both the spring and the washer to be jammed against the threads inside the body of the valve. The jamming of the spring and washer in the valve limits the clockwise rotation of the valves shaft. This makes it impossible to adjust the valve for maximum output unless the spring and washer become unjammed. Corrective action: in process of recalling pip and peep valves and refitting with newly designed washer.